Event description:
It was reported that the patient with this tactra malleable penile prosthesis was dissatisfied with the device, stating that it felt too short. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.